Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to encoder signal out of phase. It was unable to perform the displacement test due to constant motor error. Device had cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus and basal delivery. The alarm occurred 2 times in the last 30 days. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 152 mg/dl. Customer was advised to discontinue the use of the device. The insulin pump was replaced and returned for analysis.